Event description:
It was reported that the pt experienced a loss of therapeutic effect and return of symptoms following a fall. The pt indicated that his tremor symptoms returned. The pt said that when he turned on the stimulator, he normally felt pins and needles in his hands and arm, but he did not feel it now. On (B)(6) 2010, he fell on his face really hard and since then his tremor symptoms returned starting on (B)(6). The pt's current status was unk. Add'l info has been requested and will be made as follow up as it becomes available. Refer to MFR report #3004209178-2010-09503.

Manufacturer narrative:
(B)(4).